Event description:
Device report from (B)(4) indicates a plate broke post operatively. First surgery (B)(6) 2011 for a right leg open fracture. X-rays taken (B)(6) 2011 showed no bone callus. Patient was walking without crutches and 100% standing. On (B)(6) 2011, he began cycling and the plate broke. Plate was replaced (B)(6) 2011.

Manufacturer narrative:
Device is not distributed in the united states. Device is in the evaluation process.